Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. Access was obtained via the radial artery. The physician used a 15 x 4.0mm quantum maverick mr balloon catheter to treat the 85% de novo and 16 x 3.5mm long lesion located in the moderately tortuous and moderately calcified left circumflex artery. When the device was advanced to the lesion, the shaft fracture outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, shaft fracture occurred. Access was obtained via the radial artery. The physician used a 15 x 4.0mm quantum maverick mr balloon catheter to treat the 85% de novo and 16 x 3.5mm long lesion located in the moderately tortuous and moderately calcified left circumflex artery. When the device was advanced to the lesion, the shaft fracture outside of the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was listed as stable.

Manufacturer narrative:
Device evaluated by manufacturer the quantum maverick catheter received had a complete separation of the hypotube. The hypotube separation was 66.5 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Manufacturer narrative:
(B)(4).